Event description:
The initial reporter stated they received fluctuating sodium (na) results for one patient sample tested on a cobas 6000 c501 module. The lowest na value was 121 mmol/l and the highest one was 133 mmol/l. A na value of 130 mmol/l was deemed to be correct for this patient. Refer to the attachment "pt-79022" for all relevant test data. No questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the instrument and determined two tubings that were blocked with the waste guide. He corrected the assembling of the waste guide and confirmed that the system is working back within specification. The investigation determined the service actions performed resolved the issue.